Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. There were five myomas. After the myomas were taken off, when the surgeon cut them up into small pieces, the blade of the device could not come out from the sheath in the middle. Another like device was used. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Corrected information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code mx0100, batch mt216428, mfg date: 03/12/2012, exp date: 03/31/2014. Product code mx0100, batch mt216327, mfg date: 02/14/2012, exp date: 02/28/2014. Product code mx0100, batch mt216401, mfg date: 03/05/2012, exp date: 03/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the main housing was received in completely disassembled condition. The functional tests involving main housing could not be performed. The trigger operated as intended during evaluation.

Manufacturer narrative:
(B)(4) - blade will not advance. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02016 and medwatch 2210968-2012-012017. The same patient is represented in each medwatch.